Manufacturer narrative:
(B)(4). According to information supplied to (B)(4), this product is not being returned for evaluation. As the devices have not been returned for evaluation, the customer complaint could not be confirmed and the cause of this complaint could not be conclusively determined.

Event description:
Per reported by the district manager: lead extraction case involving 3 leads. It is unknown how long they had been in. A male patient was having the extraction due to an infection. One of the leads was a fineline lead (manufactured by boston scientific). It was stated that the screw did not retract during lead prep. The physician used a liberator as well as the perfecta eds sheath (11 fr I believe) unknown how many of each were used. The products will not be returned to cook. The eds sheath is p/n: (B)(4). The physician said that the leads came out relatively easily. About 20 minutes post the leads being removed (the physician was closing the pocket at the time), the anesthesiologist noticed that there was an avulsion via tee. Pericardiocentesis was done, but the patient was still losing blood. He was transferred to the operating room where a thoracotomy was performed and a tear in the atrium was repaired. As stated earlier and as confirmed just a few hours ago, the patient is doing just fine now. It is not clear what caused the trauma to the atrium...